Manufacturer narrative:
The device will not be returned as it was discarded.

Event description:
Treatment of an avm with onyx. It was reported that the catheter was used to injected onyx 34 for approximately 20 minutes and then used to injected onyx 18. After 3 to 4 onyx injections, onyx reflux was observed and the injection was stopped. After one minute, the physician started to inject onyx again with the same result. The physician then decided to withdraw the catheter. Upon removal, the catheter separated at approximately 10 to 12 cm from the distal section and the broken segment stayed in the artery. No patient injury reported. Same event as MDR# 2029214-2009-00089.